Event description:
It was reported that the graft passing wire (ar-1255) from the set broke during a acl surgery. The wire loop broke off while it was taken through the knee and could not be retrieved. Further patient information was requested without success. No adverse patient consequence reported as a result of this event. This device is used for treatment.

Manufacturer narrative:
DHR review of the graft passing wire (ar-1255) used in this set of (ar-978s-1) revealed nothing relevant to this event. The device passed a 5lb. Pull test as part of the required inspection procedure. The device is expected for evaluation but has not yet been received. Further communication with the customer on obtaining the device without success. A follow up report will be submitted upon receipt of the device, and completion of the investigation.